Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure the physician was able to see the outline of the balloon; however, he was unable to see the contrast/saline mixture under fluoroscopy. The balloon appeared to inflate as the physician was able to see the vessel open. When the balloon was being retracted into the guide it did not appear to deflate. When the device was removed from the patient, it did not appear that the balloon was on the catheter. The physician performed an angiography and confirmed that the balloon was not left in the patient. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, manufacturing and performance specifications. Microscopic inspection of the returned device noted that the balloon portion was not present. Both proximal and distal balloon bonds were examined and it was confirmed that the balloon had been attached during manufacturing. An attempt was made to flush the device and water leaked from the proximal end. Testing was performed in an attempt to determine how the balloon had detached. It was possible to replicate the balloon detachment by withdrawing an over inflated device into a guide catheter. It is possible that the physician over inflated the balloon as it was reported there was difficulty visualizing it during the procedure and then withdrew the device into the guide catheter while it was still inflated. Therefore, it was concluded that operational context was the most probable cause of the reported event.

Event description:
It was reported that during the procedure the physician was able to see the outline of the balloon; however, he was unable to see the contrast/saline mixture under fluoroscopy. The balloon appeared to inflate as the physician was able to see the vessel open. When the balloon was being retracted into the guide it did not appear to deflate. When the device was removed from the patient, it did not appear that the balloon was on the catheter. The physician performed an angiography and confirmed that the balloon was not left in the patient. There was no clinical consequence to the patient.